Event description:
It was reported to boston scientific corporation that a wallflex enteral duodenal stent was used during a duodenal stent placement procedure for a malignant stenosis, performed on (B)(6), 2010. According to the complainant, during preparation, the nurse prematurely deployed the stent outside of the patient. The procedure was completed with another wallflex enteral duodenal stent. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be "stable".

Manufacturer narrative:
(B)(4): as the device has not been returned, boston scientific corporation could not perform a technical analysis. A review of the device history record was performed; no anomalies were noted. A search of the complaint database revealed that no similar complaints exist for the specified lot. A labeling review was performed and no anomaly was found.